Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause of the events was not reported. It was reported that it was recommended the patient go to the emergency room; however, it is not reported if the patient presented to the hospital and/or was admitted for the event. Treatment, patient outcome, and action taken with pd therapy were not reported. The reporter declined to provide additional information.